Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to greater than 400 (mg/dl) and trace ketones. Reportedly, the customer briefly reverted to insulin injections to stabilize their bg levels. Customer changed their pump supplies and reinstated use of the pump, but experienced elevated bg levels again. Customer again reverted to insulin injections for diabetes management. Recommendation was made to consult with their health care provider to discuss diabetes management. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.